Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during investigation, there were no pump reboots observed in the black box. There was moisture observed behind the display lens. There was no moisture in the battery compartment. The battery compartment was found to be cracked. There was no damage to the returned battery cap. The returned battery cap fully attached to the pump with no reboots duplicated. During 24 hr testing. The pump emitted a "replace battery alarm." A leak test failed with a battery compartment leak. The pump cover was removed and there was internal moisture found on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.